Event description:
The customer contact reported an adverse event while the device was in use. At 1105, the device was programmed to delivery oxaliplatin, with a vtbi (volume to be infused) of 500ml, to be delivered over 2 hours. No further device programming was provided. At 1400, it was reported that when the nurse went to remove the IV cannula it was noted the pts arm was red and swollen. It was reported that approximately 150ml had infiltrated into the pts arm. At that time, per protocol the nurse aspirated the fluid from the surrounding tissue and removed 5ml of blood stained fluid. The customer contact reported the device did not alarm and the pt did not notify the nurse of the swelling because they were busy. The pt was prophylactically treated with an unspecified IV antibiotic and then switch to receive oral antibiotic pills. The customer contact reported the arm swelling and redness had improved, however there is still some indication of the chemotherapy infiltration. The device was removed from the clinical service. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. The customer has been notified that infusion pumps are not designed to detect an infiltration. An infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure sensed by the pump may not exceed the set occlusion pressure limit. A significant infiltration can occur without causing an excess pressure within the system and thus would not elicit an occlusion alarm. According to documentation in health devices 27 (1):39, (B)(6)1998, ecri indicated that: "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneous injection port - a needle. Thus, to avoid problems, staff members should monitor IV sites of patients who are receiving infusions through pumps at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur." This report represents all the info known by the reporter upon query by hospira personnel.